Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator had a low leak- co2 rebreathing risk and low tidal volume. Requested patient involvement from customer.